Event description:
It was reported that six (6) exactamix vented, high-volume inlets had particulate matter (pm) on the inlet, tubing, and in the packaging. The pm was further described as, ¿4ea with hair and 2ea with insect¿. The pm was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in november, 2024. H11: six (06) actual samples and seven (07) photo samples were received for evaluation. Visual inspection of the photos and returned samples showed hair fiber/ insect like particles in the sealed product packaging. The reported condition was verified. The cause of the condition was determined to be related to manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.